Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary cubie was not detected on communication bus/failed to release. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on the bus and failed to release. A field service engineer removed the drawer from the med station, reset the row board cable to all the row boards, and also reseated the retractor band. The drawer was successfully tested in the hardware test diagnostic application. Customer successfully inventoried all the pockets on the sub drawer. The system functioned as intended after the field service engineer repaired the device.